Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: linear 3-4. Upn: m365sc2352500. Model: sc-2352-50. Serial: (B)(6). Batch: 20818254. Brand name: linear 3-4. Upn: m365sc2352500. Model: sc-2352-50. Serial: (B)(6). Batch: 20818254.

Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent a revision procedure in which the entire spinal cord stimulation (scs) system was explanted. No additional adverse patient effects were reported. The explanted devices will not be returned as they were discarded at the medical facility.